Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced the implantable neurostimulator (ins) turning off. It was noted that the patient had be irregularly recharging the ins but that it showed to turn the stimulation on. The patient stated that the ins worked but that the leads did not and "they were a mess" and that "they should have been redone when the ins was as the doctor knew the leads were bad." Note that the manufacturer's records indicate that the leads were redone. The patient was reportedly scheduled for surgery in 2011 but it was deemed "unnecessary" by workman's comp and postponed. There was no reported scheduled date for the surgery. If additional information is received, a supplemental report will be filed.